Event description:
On 01may2024 the customer reported obtaining erroneously elevated free t4 results for one patient involving the laboratory's access 2 immunoassay analyzer (serial number (B)(6)). The free t4 customer reference ranges are 0.6-1.6 ng/dl. On (B)(6) 2024, two samples from one patient were tested on two different access 2. No further information was provided. - first analyzer: access free t4 result at 2.70 ng/dl. - second analyzer: access free t4 result at 2.56 ng/dl. One sample was tested on the roche analyzer with a free t4 result at 1.66 (no unit provided). The customer reported a delay in patient treatment. The customer reported that doctor looks at test results and prescribes medication on the same day. Due to the questioned results, patient samples are sent to an external testing laboratory and the results are provided one day later. No hardware errors were reported in conjunction with this event. Calibration passed on 20mar2024 with reagent lot 338710 and calibrator lot 338395. No quality control data was provided. Service was dispatched. Field service engineer (fse) changed reagent and calibration and used heterophile blocking tubes but the results were unchanged. No issues with samples integrity were reported by the customer. Note: the customer reported that the access total t3 results for this patient were also questioned. A second medwatch report will address the questioned total t3 results for this patient.

Manufacturer narrative:
A1: the full patient identifier is (B)(6). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access free t4 reagent was not returned for evaluation. No hardware errors, flags were reported in conjunction with this event. No issues with samples integrity were reported by the customer. Service was dispatched. Field service engineer (fse) replaced reagent and calibrator pack. The fse also tested some samples using heterophile blocking tubes but the results were unchanged. In conclusion, the cause of this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event. Note 1: a second medwatch report will address the questioned total t3 results for this patient. Note 2: a second patient with questioned free t4 and total t3 results was previously reported on 21apr2024. Two other medwatch reports will address the questioned total t3 and free t4 results for this second patient.